Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. Programming changes were done to resolve this issue on the ICD. The patient was in stable condition.